Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One product was received in used condition without the original packaging. Under visual inspection no visual defects were detected. The device did not pass a functional leak test confirming the complaint. Because the device was not discovered leaking until it was in patient use the suspected root cause was user interface due to improper use of the device. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the product was intubated into the patient, leakage of air from the cuff was observed. No adverse patient effects were reported by the customer. It was reported that no further information is available.